Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Date: thursday; inratio: 1.2, (sunday), lab; 4.7. Pt admitted to ER.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date:thursday, inratio:1.2, (sunday) lab:4.7, mean:2.95, confidence limits:1.8-4.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The lab test was done >3 hrs. The comparison was considered invalid. Per text" there is a possibly he overdosed and therefore, ended at ER with hematoma." This is an adverse event case. Products will be investigated when returned.